Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps lost programming. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information received via email on 22-oct-2020 that the event date is (B)(6) 2020. Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer stated problem was verified. According to the investigation, during inspection and testing, the device was found to have lost programming due to battery depleted or device have not been used. However, the device passed all functional testing and ran the program for an extended period of time with no issues. Further investigation determined that the device is function properly and the issue can be either battery depleted, or device has not been used. Therefore, no problem found with the pump. However, investigation recommended installation of pump software as preventive measure. The problem source of the reported problem is user unknown.